Manufacturer narrative:
Upon evaluation of the device, the complaint was confirmed. Microscopic inspection of the actual sample found a separation between the thermowell and the polycarbonate insert from the 7-11 o'clock positions when holding the large bore end to the right. The unit was then gradually pressurized in a water bath to roughly 1000mmhg and held for 30 seconds. The unit was found to leak when it was attached to a bpm head from the 9 o'clock position. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100% leak test in- process. A definitive root cause could not be determined, but it is likely that either the insert did not receive an adequate amount of adhesive to bond the thermowell to the insert sufficiently, or the unit was handled beyond what is recommended. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This f/u report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on may 11, 2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the shunt sensor leaked a few ml of blood immediately after extracorporeal circulation was started. Since the event occurred after it was considered safe to change out the device by the user facility, the same device was used for the duration of the procedure. Although the patient's age is unk, the case occurred in a children's hosp and is assumed to be a pediatric pt. Terumo considers any blood loss during a pediatric case a serious injury. A few ml of blood loss. Product was not changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. For this reason, (B)(4).